Manufacturer narrative:
The customer reported that a bedside monitor (bsm) is being monitored by 4 central nurse's stations (cnss). On this cns, the bsm is not displaying a patient name or vitals; however, it is on the other cns units. This cns is just showing the admit button. Technical support (ts) had the customer power the unit down for 2 minutes and then power it back on; however, the issue remained. Ts asked the customer to have their biomed reach out as further troubleshooting would require going behind the password. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitor (bsm): model #:bsm-3532a. Serial #: (B)(6). Device manufacturer data: n/a. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.

Event description:
The customer reported that a bedside monitor (bsm) is being monitored by 4 central nurse's stations (cnss). On this cns, the bsm is not displaying a patient name or vitals; however, it is on the other cns units. There was no patient injury reported.